Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The pump had a compromised force sensor system alarm during the basic occlusion test due to a loose or protruded drive support. The pump had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a broken belt clip slot, and a stained end cap sticker. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump.